Event description:
"Balloon on balloon catheter ruptured while in pt, causing backup of blood into helium line of the datascope balloon pump. This required immediate removal of catheter. Pt arrested, code was called, pt expired."